Manufacturer narrative:
Device passed the displacement test and self test. No screen anomalies noted during testing. Missing segments or partial display not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display, customer used new or fully charged batteries but the anomaly persist after battery change. Insulin pump did not bumped or dropped. The result was self-test was missing segments. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.